Event description:
It was reported that a half day infusor leaked from the blue end cap. This occurred after the device was filled with desferrioxamine (non baxter product). There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was manufactured september 16, 2013 - september 17, 2013. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was returned for evaluation with approximately 55 ml of fluid in the reservoir. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional leak test was performed by filling the reservoir with green colored water. During and immediately after fill, no evidence of leak was observed. The next day, there was still no evidence of leak observed. The reported condition was not confirmed. A batch review will be performed.  If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted.